Event description:
It was reported that the patient was being treated for an abdominal aortic aneurysm. A cook 12 fr introducer sheath was used in the access vessel of the left iliac artery. Intra-operative angiography demonstrated a dissection in the left common iliac artery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).